Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0x12mm non-bsc balloon catheter at the distal lad, a 2.25 x 20 synergy drug-eluting stent was advanced into the lesion but resistance was encountered. The device was removed from the patient and it was noted that the middle stent struts were frayed. The procedure was completed with another 2.25 x 20 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on proximal rows 4, 5 and 6 distorted and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink 39mm distal from the midshaft to hypotube bond. Several outer extrusion and inner lumen kinks were also noted during analysis. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0x12mm non-bsc balloon catheter at the distal lad, a 2.25 x 20 synergy¿ drug-eluting stent was advanced into the lesion but resistance was encountered. The device was removed from the patient and it was noted that the middle stent struts were frayed. The procedure was completed with another 2.25 x 20 synergy¿ stent. No patient complications were reported and the patient's status was stable.